Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, cataract, induced (B)(4) - explanted. Device not evaluated by manufacturer. Lens was thrown away by the facility. Evaluation method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an 12.1mm micl 12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2011 due to the development of a central cataract. The cataract was removed and an iol was implanted. The icl was thrown away by the facility.